Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, decreased sensing and decreased impedances post implant. No adverse patient effects were reported. It was suspected that the lead had microdislodged. Subsequently, the patient underwent a revision procedure and this lead was successfully repositioned. This product remains in-service.